Event description:
It was noted that the battery was "dead" at the time of explant so no impedance testing was possible.

Event description:
It was noted that the patient had their lead and implantable neurostimulator (ins) explanted on 2013 (B)(6). It was noted that the patient felt like the ¿lead was sticking out of their back¿ and the lead had possibly ¿migrated¿. It was noted that visually nothing was sticking out and a migration was not confirmed. It was noted that ever since the ins was implanted, the patient would get swell ing in their legs. It was noted that the patient felt like the stimulator was moving around in the pocket.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the battery depletion was considered normal because the patient was not charging. It was noted that the battery was overdischarged because the patient was not charging.